Manufacturer narrative:
A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The reported event could be confirmed, since medical records provided indicate the patient presented with pain in the posterior ankle joint and decreased range of motion and the reason for revision to be talar dome subsidence and talar degradation. Although the event could be confirmed, the root cause is undetermined due to lack of detailed clinical information for review. Information provided indicated the patient had an extensive surgical history in the left ankle. An original surgery was performed to add unknown screws in 2009 and a procedure to convert to a total ankle arthroplasty in 2010. The patient had a history of left ankle degenerative joint disease with mild valgus, pain in left ankle with significant deformity in that region. Pathology lab notes from 2010 procedure state: bone, talar joint: fragments of bone with attached articular cartilage exhibiting osteoarthritis. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that 3 years post-op the patient underwent a revision for a poly exchange and talar tray exchange with talar rebuild due to talar tray subsidence and degradation of the posterior talus. 2 rods were also added during the revision surgery. Sterile abscess of the patient's left ankle.